Event description:
An ophthalmic surgeon reported that he was performing corneal stomal wound hydration at the end of a cataract surgery when a 30 gauge cannula shot off of a 3 ml luer lock syringe which was filled with balanced salt solution. The surgeon states that the cannula tilted the intraocular lens, ruptured the posterior capsule and split the anterior capsule. The surgeon removed the intraocular lens, performed the anterior vitrectomy, placed a new intraocular lens within the parts of remaining posterior capsule and the case was completed. The surgeon advised that the pt is stable, the posterior capsule intraocular lens is in a good position, vision is improving and the retina is attached. Additional info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. Review of the device history report indicated the order was built to specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).